Event description:
It was reported that a user experienced fluctuating blood glucose levels while using the ilet, with meal announcements and correction doses followed by low blood glucose events, and the healthcare provider and technical support recommended and completed a factory reset and setup to address suspected maladaptation of meal announcements. Symptoms included episodes of hypoglycemia with a low of 47 mg/dl and hyperglycemia with a peak of 289 mg/dl. Outcomes included self-treatment with oral glucose and successful return to automated therapy operation after guidance. Investigation included troubleshooting and education, including full device setup. Investigation of this case revealed no confirmed device malfunction and suggested use-related maladaptation of meal announcements as the likely contributor to variable glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.